Event description:
It was reported the pt had been experiencing difficulties initiating communication with the ipg using both the pt programmer and the charging system. The pt reported she had not used the system for the past few months. The pt is without stimulation. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.